Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 609 mg/dl on date of hospitalization mentioned 09/29/2017. The customer was treated with IV insulin. Customer treated for high blood glucose was found customer attempted to bolus with her pump but could not. Hospitalized greater than 48 hours. The customer was not wearing the insulin pump during the hospitalization. Nature of treatment was findings was reported visit to ER. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube window, cracked reservoir tube lip and broken battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.